Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00048. Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrences of nerve injury in a male patient who used super poligrip original as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1990, the patient began using super poligrip original and fixodent. An unknown time later, the patient experienced "profound and permanent neurological injuries." Use of both products was discontinued in 2010. At the time of reporting, the event was unresolved. Medical records received 30 april 2012: in (B)(6) 2006, the patient pulled a muscle after bowling. Since that time, he began having tingling sensations in the left foot that slowly spread to his left leg over the next several months. A similar sensation began to involve the right foot and fingertips. On (B)(6) 2008, the patient was noted to have increasing difficulty walking the year prior and began using a walker on (B)(6) 2007. He was diagnosed with progressive myelopathy with evidence of polyneuropathy, and it was noted that his picture was consistent with myeloneuropathy. At follow up on (B)(6) 2008, it was noted that the myeloneuropathy was related to copper deficiency. His symptoms continued to worsen at this time.